Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, the stored echocardiogram (ECG) was unable to be retrieved due to ECG corruption. The device was reprogrammed to resolve the event with no patient consequences.